Manufacturer narrative:
The subject device referenced in this report was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an unspecified procedure, the subject device was used. The distal end of the subject device broke off and fell inside the patient. The user decided to wait the fragment to be drained naturally. The intended procedure was completed with another device. There was no patient injury reported.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The guidewire tip was detached from the distal tip. There were marks of the adhesive agent being applied to the distal tip which was connected to the guidewire tip. There were no other abnormalities that could lead to the reported event. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the adhesive between the guide wire tip and the basket wire was peeled off and the guide wire tip came off because a load was applied near the guide wire tip for some reason, such as contact with the forceps opening when inserting the endoscope. The above device handling has warned in the instruction manual.